Manufacturer narrative:
Continuation of concomitant products: product ID: 97745, (B)(4), product type: programmer, patient. Product ID: 97745, (B)(4), product type: programmer, patient. Product ID: 97755, (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-02-13 additional information was received from a manufacturer representative (rep) reporting that the recharger was working ok. No additional patient symptoms, or additional device complications were reported for this event. .

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. Product ID: 97745, serial# (B)(4), product type: programmer, patient. Product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported patient was trying to recharge her implant, but it kept getting stuck at ¿checking for device¿ and just spinning in circles. Patient stated it was working after her implant was programmed last friday, but it wasn¿t working anymore by saturday. Troubleshooting included attempted to use the controller again, patient services (pss) had patient removed li battery and put back in, they tried again with patient and it still kept ¿checking for device¿ without every getting past the screen. It was noted the message screen wasn¿t resolved on the call. A replacement recharger would be sent to patient. It was mentioned recharger continuously checking for device message when attempting to charge implant. On (B)(6) 2018, additional information was received from the patient. Patient was charging the ins and checked the battery level on the ins, and it showed 80%, patient then went back to recharging and controller was looking for device and just spinning. A replacement controller would be sent to patient. It was noted it was working intermittently with controller and a recharger was sent but did not fix the issue. No further complication and no symptoms were reported. On (B)(6) 2018, additional information was received from the patient. Patient stated the replacement ptm, and rtm did not resolve the checking recharging message being displayed. The patient and technical services (pats) agent had the patient remove the rtm and reset the ptm, and the issue resolved. The ptm showed the ins was empty, and the ptm li battery was at 100%. No patient symptoms, or additional device complication were reported. On 2019-jan-29, additional information was received from a manufacturer representative (rep) reporting that the patient had emailed a follow-up response to them today (2019-01-29). In it they stated that they were ready to throw their controller/recharger away. They stated that it took forever to charge, sometimes to the point where the ins was still not charged and the recharger was down to 0 battery life. Other times it would just take too long. They stated for example, it had been over an hour and their device was only up to 80 percent and usually it is down to 30 percent in the morning and evening when they go to recharge. They stated that sometimes the thing just decides to stop even though it was no where near 100 percent. So the patient has to start again and again. They stated that sometimes it says it is finished and it is only at 70 percent. The rep then indicated that they reached out to the patient¿s doctor, their physician assistant and their scheduler to update them that the patient was implanted on (B)(6) 2018 and has had intermittent issues with their recharger, but indicated that they had exchanged their recharger and reported the issue was solved at that time (conflicting with previous information provided in file). The rep then stated that in their last correspondence after the patient was issued a new recharger, they seemed to indicate challenges recurring. The rep indicated that they would investigate the recharger issues and assist the patient. No further complications were reported/anticipated.